Manufacturer narrative:
Date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's pain stim was not working. The pt  reported they were having issues with their stimulation and the issue began a couple days about 2 days ago. Pt stated they were having problems that they never had before and it was working quite well. Pt noted they would be walking and all of a sudden their stimulation would turn off and come back on its own and when it did come back it came back to about half of the intensity and didn't come back to full strength. During the call pt confirmed rattling in the controller. The issue was not resolved. The caller was redirected to their healthcare provider (hcp) to have their ins checked. Pt noted they didn't have an hcp but they met with a manufacturer representative (rep) in vancouver several times when they first got to washington. Pt stated they couldn't remember the name of the representative but they adjusted their programming until it was working king comfortable for the pt. A replacement controller was sent out to the patient. No symptoms were reported. Additional information was received. It was reported that they were having trouble with the controller. Pt stated that they were sent a replacement controller and that the controller was fine for a couple days, however then they started having the same issue again. Pt requested to meet with a rep for further assistance. An email was sent to the reps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulation turning off and on and only being at half the intensity was that the patient was experiencing positional scs and nothing is malfunctioning as far as the rep can tell. The action taken to resolve the stimulation issues was that the patient was instructed to turn spinal cord stimulation (scs) up when she walks and down when she sits. It was noted that the issue has been resolved.